Event description:
It was reported that upon interrogation of the pulse generator, frequent out of range measurements were shown on the ventricular autocapture trend. Intermittent pulse width changes were observed as well. An automatic pulse amplitude of 0.625 v was found and no evidence of lead abnormality could be detected. As the patient refused to return to the clinic, no further information could be obtained.

Manufacturer narrative:
Na